Event description:
It was reported that devices were used during an open sigmoid colectomy, the first device produced a leak in the anastomosis. The second device fired and the anvil fell into the pt, it is unk if there was a cut or staple. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.